Manufacturer narrative:
Device analysis for clinician programmer (B)(4) revealed it was unable to duplicate the complaint, it passed all incoming tests. Analysis did find the display broken, case top worn, case upper worn, broken battery door, switch encoder was defective, back up battery was discharged, and no aaa batteries.

Event description:
There was no report of a patient death or serious injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. (B)(4)

Event description:
The health care provider (hcp) reported via the company representative (rep) reported that there was an incident where a physician programmer switched off a deep brain stimulation (dbs) stimulator and reset the dbs settings to factor settings. The physician programmer won't be used. If additional information is received, a follow up report will be sent.